Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Corrected data: one device is not available for evaluation, though it was originally anticipated. There were no remedial actions taken. This device is not labeled for single-use. Device not returned.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device disassembled. There was patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device disassembled. There was patient involvement; no patient impact.